Event description:
Upon scan review of pt, it appears that there has been a separation of the supra renal stent of the main body. The length of infra renal aortic neck was approx 16 mm and there was no significant supra/infra renal angulation. (Within the recommendation of the IFU). Pt will require additional stent insertion following this occurrence. An increase in aneurysm sac from 5.5 cm to 6.8 cm. No additional pt info has been provided by the reporter.

Manufacturer narrative:
Additional surgical procedure is not specifically listed in the IFU. Separation of the suprarenal stent from main body is not listed in the IFU. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "after endovascular graft placement, pts should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and contrast and non contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease..." The failure mode assigned to this case is separated. The failure mode was determined based on the provided event description and after review of the provided images. The images were also sent for independent review. A definitive root cause cannot be determined at this time. We will continue to monitor for similar complaints.